Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011 when the pad=pak was removed. The pad-pak was re-inserted on (B)(6) 2011. The visual inspection of the returned device revealed one of the battery terminal pogo-pins stuck inside the device once the pogo-pin was replaced the device powered on as normal and the status indicator illuminated. The pogo-pin appears to have developed the fault on or after the (B)(6) 2011. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.